Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented via remote transmission with episodes of non-sustained rv lead noise. Myopotentials were suspected and the patient will be brought into clinic for testing. Patient will be monitored. No further information is available at this time.